Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple incomplete bolus alerts. During the call with tandem technical support, the customer attempted to deliver a bolus and the pump screen timed out. Tandem technical support assisted the customer in changing the time out screen on the pump from 30 seconds to 120 seconds. The customer was able to deliver a bolus successfully. The customer reported a blood glucose level of 250 mg/dl, which was addressed with a correction bolus.